Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 04-jun-2015, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient experienced sleepiness and dizziness post refill. The issue is unresolved; the patient is scheduled for a catheter access port study on (B)(6) 2019. It was noted that the patient was alive with no injury. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the cause of the patient's symptoms was unable to be determined. It was reported that the hcp was unable to aspirate the catheter access port and the patient was referred for catheter revision.